Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, "the suture of proglide was broken when the puncture needle was pulled out from the body". It was not specified how hemostasis was achieved. There were no reported adverse pt effects. Though requested, no additional info was provided.